Manufacturer narrative:
The insulin pump was received with no act and down button response due to flattened button dome switch. Analysis was unable to verify for failed battery test alarm due to no act and down button response. Pump received with scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 55 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.